Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for the call was that the implanted neurostimulator was not charging from the external equipment. Patient said that they laid on the recharger for four hours and the ins had not charged at all even though recharging excellent was indicated. Pt said that they had taken a picture of the controller screen since an error message had appeared. Pt said that the error message was software problem (1-intellis, 2-.3.6, 3-243, 4-qf_port). Pt said that the error message had appeared in (B)(6) of 2023, so that was an old message. Pt said that the message they saw recently was battery empty cannot provide stimulation recharge your implanted device. Agent reviewed. Agent was starting to troubleshoot the issue, however pt then said that they didn't have their external equipment present. Pt said that they did not know where their external equipment was during the call. Pt will continue to look for the external equipment and call back once they have the equipment present for troubleshooting. Due to the pt not having the equipment present during the call, agent was unable to obtain equipment model/serial numbers. When asked for the event date, pt said that it was probably the beginning of november. No symptoms were reported.